Event description:
Boston scientific was notified that the sentry balloon catheter would not properly inflate and that a pin hole was noticed on the catheter. The post-operative condition of the patient was reported as being good and that no surgical and/or medical intervention was necessary.